Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6: component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: j thorac cardiovasc surg. 2025 jan;169(1):303-313.e2. Https://doi.org/10.1016/j.jtcvs.2024.05.026. Epub 2024 jun 13. Pmid: 38879120.

Event description:
Title: expanded polytetrafluoroethylene mesh in chest-wall reconstruction: a 27-year experience. The aim of this retrospective study was to evaluate the success of expanded polytetrafluoroethylene mesh in chest-wall reconstruction. This study also was to examine the long-term outcomes of eptfe mesh-related events, such as structural failure and reoperation rate. Between 1994-2021, a total of 245 patients were included in the study. Divided into two groups: the with no mesh related composed of 191 patients and 93 were males. With the mean age of 54.82 y plus or minus 16.41 and with mesh consists of 55 patients and 26 were males. With the mean age of 56.18 y plus or minus 16.48. There were three types of mesh was used during the procedure including composix (becton dickinson), polytetrafluoroethylene (gore-tex (wl gore and associates, inc), prolene mesh (ethicon). Follow up were unknown. Reported complications: prolene mesh (ethicon), fever (n=?), treatment: not reported, surgical site infection (ssi) (n=?), treatment: required a reoperation, pulmonary (n=?), treatment: not reported, seroma (n=?) Treatment: not reported hematoma (n=?), treatment: not reported, flap failure (n=?), treatment: not reported, flap ischemia (n=?), treatment: not reported, flap infection (n=?), treatment: not reported, flap dehiscence (n=?), treatment: not reported, other complications (n=?), treatment: not reported. In conclusions, most patients (78%) with an expanded polytetrafluoroethylene mesh had a stable reconstruction after a median of 4 years. Obesity, larger defects, and prior chest-wall radiation were associated with a higher risk of a mesh-related event mostly due to mesh infections. Seventeen percent of reconstructions had reoperation for mesh infection; 88% were completely explanted. Only 8% required replacement mesh, suggesting that experienced surgeons can safely manage them without replacement.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b1, b2, h1 - this medwatch report is being voided based on response received from the surgeon. The surgeon does not believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article. Additionally, the surgeon does not believe there was any deficiency with any of the ethicon products used in this procedure.